Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported that during pre-op there was a bent comb. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.no additional information is available.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the comb was bent and was replaced which resolved the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.